Event description:
Related MFR report: 3006705815-2020-01222.

Event description:
Related MFR report: 3006705815-2020-01222. Follow up information received identified the patient's scs leads were explanted and replaced with new leads. Postoperative,the patient's stimulation therapy coverage was restored and the reported issue resolved.

Event description:
Related MFR report: 3006705815-2020-01222. It was reported the patient's scs system leads migrated. Surgical intervention may be taken to address the issue.